Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving morphine (10mg/cc at 1mg/day) via an implanted pump. The indication for pump use was multiple back operations and spinal pain. It was reported that patient was in the or (operating room) on (B)(6) 2016 for an l4/l5 fusion. The neurosurgeon stated that x-rays during the pre-op prep showed the spinal portion of the intrathecal catheter had fallen out of the intrathecal space and was in the soft tissue of the spine. The neurosurgeon did not revise the catheter during the surgery; no interventions were taken intra-operatively. The patient's pain doctor was aware of the situation. No changes were made to the patient's dose. The patient had no changes in her pain pattern pre-op; the patient had no symptoms. The cause of the catheter being out of the intrathecal space was unknown. There were no external issues that may have led or contributed to the issue. The patient was to have a revision sometime. As of (B)(6) 2016 no date had been set. The patient status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.